Event description:
This case was initially received via regulatory authority FDA (reference number: mw5071333) on 18-aug-2017. The most recent information was received on 31-aug-2017. This spontaneous case was reported by a nurse and describes the occurrence of device breakage ("device broke apart and pieces were in the body cavity") in a female patient who had essure (batch no. D19660) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. Most recent follow-up information incorporated above includes: on 31-aug-2017: quality-safety evaluation of ptc - update of ptc global number and entry of FDA codes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.